Event description:
It was reported that balloon rupture occurred. A 4.5mmx30mmx135cm sterling balloon catheter was selected for use. However, during test inflation outside the patient, the balloon ruptured during first inflation at 2 atmospheres for 2 seconds. The procedure was completed with another of the same device. No patient complications were reported.